Event description:
The user facility reported that the blade broke off in the blade mount during a procedure. There was no patient harm or impact, no delay, no medical intervention, and no adverse consequences.